Event description:
Device issue: tip detachment. Time of device issue: during the procedure. Adverse event: detached fragment snared. Onset of adverse event: during the procedure. It was reported that during a diagnostic procedure in the proximal mildly tortuous, mildly calcified lad artery using ivus catheter, the whisper guide wire tip became detached in the patient's anatomy. The separated segment was retrieved with a snare device. There was no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.